Event description:
Pt has spina bifida and uses catheter for urination. Uses clinipad alcohol prep pad to wipe catheter prior to use. Believes there is a more than usual number of urinary tract infection in past 6 months with use of clinipad alcohol prep.